Event description:
Overdelivery reported: the pump was programmed to infuse an insulin drip 1.0u/ml at an unspecified rate. It was reported that the 50.0ml bag infused in one hour. Upon discovery, the insulin drip was immediately discontinued and the physician was notified. The physician ordered repeat finger stick blood sugars every 30 minutes for one hour and to monitor vital signs every 15 miniutes for one hour and to monitor for signs and symptoms of hypoglycemia. After one hour, repeat finger sticks were ordered to be done hourly for an unspecified amount of time. It was reported that after the event, the pt's blood sugar was 135mg/100ml. The customer contact reports that the physician documented the following statement after examinig the pt, "the pt was not clinically significantly hypoglycemic, exam normal and no complaint of pain." There was no report of pt harm or change to length of hosp stay related to the reported event. Though requested, there was no additional info available.